Event description:
Same case as manufacturer report number 6000089-2005-00406. It was reported that during a pci treatment procedure, the maverick2 monorail 15x3.5mm balloon catheter and a pt2 guide wire fractured when being withdrawn from the patient. The lesion being treated was a severely calcified, 90% in-stent restenotic lesion in the mid left anterior descending (lad) coronary artery and it extended into the first diagonal branch of the lad. It is noted that there was a 50% stenotic lesion in the left main trunk, and a 25-50% stenotic lesion in the proximal lad. Using a 7fr launcher al 1.5sh guide catheter, a pt2 .014 guide wire was advanced across the lesion in the lad, and a route .014 guide wire was advanced to the first diagonal branch of the lad. The physician attempted to use ivus, but due to hard calcification and the bend of the previously placed stent, it could not cross the lesion. The maverick2 monorail 15x3.5 mm balloon was advanced and inflated three times to six atms to pre-dilate the lesion in the first diagonal branch of the lad. The maverick2 monorail balloon was withdrawn into the guide catheter and angiography was performed. The maverick2 monorail was then advanced to the in-stent restenotic lesion in the distal lad and inflated one time to six atms. When the physician was attempting to withdraw the maverick2 monorail balloon, a markerband became stuck in calcification at the intersection of the lad and the left circumflex coronary artery. The balloon was inflated again to six atms, then deflated, but could not be advanced or withdrawn. The physician pulled strongly and against resistance, and the maverick2 monorail balloon catheter fractured. A portion of the balloon material remained in the proximal lad, and attempts to retrieve it with a snare device were not successful due to strong resistance. After the maverick2 monorail balloon removal, it was noted that the pt2 guide wire also fractured, and a portion of it remained in the proximal lad. The patient required iabp support and was taken for emergency coronary artery bypass surgery, during which, the retained balloon material and guide wire were removed. The iabp was removed the next day, and the patient's status is reported to be 'stable'.